Event description:
The end-user's mother called in and stated that while tilting her son in the chair to go down a curb, both back canes came off the chair causing her son to hit his head on the pavement. The mother stated that her son's shoulders were scraped and had injuries to his shoulders. The mother was not specific as to what type of injury to the shoulders. The mother stated that her son was taken to the hospital and was there for 5 days. The mother stated that the dr said that her son had a bad concussion.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation.